Manufacturer narrative:
Investigation: visual inspection: the following abnormalities were detected during the examination: - tissue residue on the product. - scratches on the m.blue housing. - particles in the delivery liquid. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The m. Blue is operating not within the specified tolerances in the vertical position. The m.blue shows an accelerated outflow in the vertical position. Adjustment test: the m.blue and the progav 2.0 were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality tests have shown that the brake functions are fully operational and the braking forces are within the given tolerances. Device history record (DHR) review: the DHR was reviewed for the reported lot number. The shunt system was inspected as article fx824t. All parameters were inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Results: first, we performed a visual inspection of the m.blue plus. Tissue residue on the product, scratches on the m.blue housing and particles in the delivery liquid were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The outflow of the m.blue in the vertical position was out of tolerance, but all other specifications of the valves were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our test results, we can determine an accelerated outflow on the m.blue. We suspect that the deposits found inside the valves have led to the functional impairment. Deposits caused by substances naturally occurring in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m.blue plus (part # fx824t) was implanted during a procedure performed on an unknown date. According to the complainant, the device was believed to be operating in overdrainage and was not able to be adjusted. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 98 centimeters (cm). Weight: (B)(6). Gender: female.